Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the patient-side occlusion alarm could not be identified during the customer call. Tech support recommended to perform patient side occlusion test on the lvp, if failed patient side occlusion test, customer will replace patient side pressure sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had patient side occlusion alarms. There was no patient involvement.